Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Product indication updated. Previously reported ¿ injury to herself¿ was updated to pelvic pain. Events- general abnormal bleeding and abdominal pain were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure (ess205) (batch no. 12268185-inv,12268184) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal and skin irritation. Current weight: 188.6 lbs. Concurrent conditions included allergy to antibiotic. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2014, the patient experienced genital haemorrhage ("general abnormal bleeding/abnormal bleeding (general),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy bleeding and blood clots during period"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), dysmenorrhoea ("dysmenorrhea (cramping)/ bad cramps"), adenomyosis ("uterine adenomyosis"), urinary tract infection ("uti"), endometriosis ("endometriosis,"), vaginal discharge ("vaginal discharge during period"), vulvovaginal pain ("vagina pain"), abdominal pain upper ("stomach pain") and arthralgia ("hip pain"). In (B)(6) 2015, the patient experienced fatigue ("fatigue/ no ambition"), migraine ("migraines /headaches") and nausea ("nausea,") and was found to have weight increased ("weight gain /loss/weight gain / loss specify which one: weight gain"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia,"). In 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/hurts during sex"). On (B)(6) -2018, the patient experienced hot flush ("hot flashes"), 15 years 8 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menopausal symptoms ("hormonal changes/hormonal changes describe: menopause symptoms"), alopecia ("hair loss") and headache ("head pain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menopausal symptoms, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, adenomyosis, urinary tract infection, nausea, endometriosis, vaginal discharge, weight increased, vulvovaginal pain, abdominal pain upper, arthralgia, headache and hot flush outcome was unknown, the genital haemorrhage and menorrhagia had resolved and the migraine was resolving. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, alopecia, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menopausal symptoms, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6) 2003, (B)(6) 2005 current weight: 188.6 lbs. Approximate weight at time of essure placement: 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on 13-jul-2005: total bilateral occlusion. Ultrasound scan - in 2005: that it looked okay. Lot number 12268185 is invalid. Lot number: 12268184 manufacture date: 2004-09 expiration date: 2006-02 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-mar-2020: pfs received. New events: weight gain, menopausal symptoms, hot flashes were added a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding/abnormal bleeding (general),') in an adult female patient who had essure (ess205) (batch no. 12268184-l,12268185-r) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal and skin irritation. Current weight: 188.6 lbs. Concurrent conditions included drug allergy. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2015, the patient experienced migraine ("migraines /headaches"). In 2016, the patient experienced fatigue ("fatigue/ no ambition"). In 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/hurts during sex"). In 2018, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy bleeding and blood clots during period") and dysmenorrhoea ("dysmenorrhea (cramping)/ bad cramps"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia,"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), alopecia ("hair loss"), adenomyosis ("uterine adenomyosis"), urinary tract infection ("uti"), nausea ("nausea,"), endometriosis ("endometriosis,"), vaginal discharge ("vaginal discharge during period "), weight fluctuation ("weight gain /loss"), vulvovaginal pain ("vagina pain"), abdominal pain upper ("stomach pain"), arthralgia ("hip pain") and headache ("head pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, hormone level abnormal, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, adenomyosis, urinary tract infection, nausea, endometriosis, vaginal discharge, weight fluctuation, vulvovaginal pain, abdominal pain upper, arthralgia and headache outcome was unknown and the migraine had not resolved. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, alopecia, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6) 2003, (B)(6) 2005 current weight: 188.6 lbs. Approximate weight at time of essure placement: 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Ultrasound scan - in 2005: that it looked okay. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs+mr received- lot number were added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia, bladder problems, urinary problem, dysmenorrhea, dyspareunia, fatigue, hair loss, hormonal changes, uti, migraines /headaches, nausea, endometriosis, vaginal discharge, weight gain /loss, uterine adenomyosis ,stomach pain, hip pain, vagina pain, head pain were added. New reporters, medical history, lab data were added. Eumdr tab updated we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 12268185-inv,12268184) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal and skin irritation. Current weight: 188.6 lbs. Concurrent conditions included allergy to antibiotic. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2015, the patient experienced migraine ("migraines /headaches"). In 2016, the patient experienced fatigue ("fatigue/ no ambition"). In 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/hurts during sex"). In 2018, the patient experienced genital haemorrhage ("general abnormal bleeding/abnormal bleeding (general),"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy bleeding and blood clots during period") and dysmenorrhoea ("dysmenorrhea (cramping)/ bad cramps"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia,"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), alopecia ("hair loss"), adenomyosis ("uterine adenomyosis"), urinary tract infection ("uti"), nausea ("nausea,"), endometriosis ("endometriosis,"), vaginal discharge ("vaginal discharge during period "), weight fluctuation ("weight gain /loss"), vulvovaginal pain ("vagina pain"), abdominal pain upper ("stomach pain"), arthralgia ("hip pain") and headache ("head pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, hormone level abnormal, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, adenomyosis, urinary tract infection, nausea, endometriosis, vaginal discharge, weight fluctuation, vulvovaginal pain, abdominal pain upper, arthralgia and headache outcome was unknown and the migraine had not resolved. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, alopecia, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6) 2003, (B)(6) 2005. Current weight: 188.6 lbs. Approximate weight at time of essure placement: 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Ultrasound scan - in 2005: that it looked okay. Lot number 12268185 is invalid. Lot number: 12268184 manufacture date: 2004-09 expiration date: 2006-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.